Manufacturer narrative:
As the stent remains inside the patient, no technical investigation on the device could be performed. The manufacturing history of the product was reviewed to determine whether there was any deviation that could account for this event. Further, the provided angiographic material was reviewed. The provided angiographic films of the first procedure show the predilatation of the lesion as well as the implantation and post dilatation of the complaint stent. In the films of the second procedure the claimed stent recoil is visible, followed by its treatment. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A lad was treated with an orsiro drug-eluting stent system. After two days a stent deformation was detected.